Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor system. The motor passed motor test. Unable to perform occlusion test due to motor error alarm. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized low blood glucose reading of 21 mg/dl. The customer suffered from low readings and was unconscious. The customer was hearing impaired and declined to troubleshoot. The product was returned for analysis.